Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from an unspecified location on the device. The leak was discovered during patient infusion. The medication being delivered was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed with no issues noted. Functional testing was also performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.